Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Silicone migration: unable to observe, as it is a medical event. That is not related to the device. Granuloma: unable to observe, as it is a medical event. That is not related to the device. Lump/nodule: unable to observe, as it is a medical event. That is not related to the device. Silicone migration: unable to observe, as it is a medical event. That is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine ,the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, rupture. Granuloma and silicone migration. Device has been explanted and replaced with non-allergan. This relates to right side.

Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, rupture and silicone migration.

Event description:
Healthcare professional reported rupture, granuloma and silicone migration. Device has been explanted and replaced with non-allergan. This relates to right side.